Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient experienced positive dysphotopsia, visual disturbance of fog in the central vision and a slight unexpected myopic outcome. There was no evidence of capsular opacity or retinal findings. The lens was exchanged for a monofocal lens approximately 3.5 months after initial implantation. Additional information was requested.